Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation could not be tested due to the device condition. The reported physical resistance / sticking was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that one still image was provided for review. This image is not of diagnostic quality. It is a photo of a computer screen taken with a cellphone. This image is of the right iliac artery. No images with contrast were provided. Three stents are seen in the right iliac artery. The most proximal stent in the right iliac extends into the aortic bifurcation. In the left iliac at least one stent is visible. In the distal right iliac a malapposed stent is seen. In the common right iliac artery there is a fully deployed, though malapposed stent. The distal end of a sheath is seen within the common right iliac artery. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It is possible that during advancement the relatively acute bifurcation of the lesion contributed to the observed kinked shaft resulting in preventing the shaft lumens from moving freely causing the reported difficult or delayed activation of the stent and resistance with the thumbwheel; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified external iliac artery lesion. The 8x40 mm absolute pro self expanding stent system (sess) advanced to the target lesion; however, the thumbwheel felt blocked. The stent partially deployed and was unable to expand any further. When attempting to withdraw the sess through the sheath, the stent suddenly expanded and was unintentionally implanted at an unintended location in the vessel. A 7.0x40 mm supera stent was used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.